Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported enlarged swollen lymph nodes diagnosed by ultrasound with anxiety and panic attacks associated with device recall, also suffered from very severe shooting breast pain, hair loss, sleep disorders and weight fluctuations. This record is for the right side. The device has been explanted with a capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative reported "patient's anxiety and panic attacks associated with device recall, suffered from very severe shooting breast pain and she also suffered from enlarged swollen lymph nodes". This record is for the right side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient representative reported "patient's anxiety and panic attacks associated with device recall, suffered from very severe shooting breast pain and she also suffered from enlarged swollen lymph nodes". This record is for the right side. Device has been explanted and replaced with non-abbvie device.